Event description:
It was reported to covidien on 2/10/2010 that a customer had an issue with a hemodialysis catheter. The customer reports finding small holes in the extensions of the catheters after placement. The holes were where the clamps close on the tubing. Catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.